Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional tricuspid regurgitation (tr) and restricted septal leaflet for a triclip procedure. During the procedure, visualization was very difficult. 2 triclips were successfully implanted. Post deployment, second triclip had single leaflet device attachment(slda) from the septal leaflet. Per the physician, slda was due to poor visualization. The tr was reduced to grade 1-2 post procedure. There was no clinically significant delay or adverse patient effects reported.